Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). It was reported that the patient faced an event of tubing leakage at site of with an infusion set. Event occurred within the last 2 months. Infusion set was used for 24-48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.